Event description:
It was reported that the patient was "inpatient for issues" at the time of the report. The patient had experienced a change in therapy effect with unspecified symptoms. An indium study was performed (date unknown) that was believed to be negative. The patient had been receiving 500 mcg baclofen (lioresal) with a daily dose of 1210 mcg/day. The patient was being changed to a new concentration of 2000 mcg day; unspecified daily dose. A bridge bolus of 187.5 mcg was being planned with the change in drug concentration. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.